Manufacturer narrative:
This MDR has already been submitted (B)(6) 2018 and resubmitted due to failed 3rd acknowledgment. Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a patient received a percival pvs27 implant. During the procedure a leak was identified and the valve was explanted. No patient impact was reported.

Manufacturer narrative:
The manufacturer received additional information that the valve was replaced with an edwards magna ease valve. This information has been included in the event description.

Event description:
Device was replaced with an edwards magna ease valve.

Manufacturer narrative:
A gross investigation was performed on the returned device. The returned prosthesis valve was received in a plastic jar without liquid of storage. The pericardium tissue was dehydrated. The nitinol stent appears interrupted in some different locations: they were reasonably cut. Only 1 pillar and 2 sinusoidal struts are still intact. A visual investigation was performed on the returned device. In the end it is not possible to give a conclusive judgement about the device conformity according to manufacturing and quality control procedure, due to the altered status of the valve. As a consequence it is not possible to conduct any investigation on the returned valve to verify the valve functionality. Because there is no further information is available and the device was returned in a state where no investigations are possible the root cause of the reported event cannot be determined at this time. If further information is received the investigation will be reassessed.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.